Event description:
At the time of the call to dexcom technical support patient described her current condition as "feeling better than yesterday, but still a train wreck."

Manufacturer narrative:
(B)(4).

Event description:
Dexcom sales representative contacted dexcom technical support on (B)(6) 2014 to report on behalf of a patient a hypoglycemic event and cgm inaccuracies occurred on (B)(6) 2014. At the time of the hypoglycemic event, the dexcom sales representative reported the patient was incoherent and an ambulance was called. Dexcom technical support later contacted the patient who reported that her cgm was reading 165 mg/dl and her blood glucose meter was reading 31 mg/dl at the time of the event. The patient reported her neighbor gave her food to raise her blood glucose and her husband advised the emts they did not have to come.